Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's ac connector had physical damage and a sheared socket outer casing. The ac power connector cable needs to be replaced to address the issue. The customer requested that the unit be returned unrepaired. Additionally, the inlet air path assembly and removable air path foam were replaced per the remediation.